Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 MDR's filed for the same patient (reference 3006946279-2016-00260 / 00261). Product location unknown.

Event description:
Patient was revised due to infection. All components were removed and replaced with antibiotic cement spacers.